Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-mar-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the approved item got disappeared from the patient profile when nurse logged back in. A technical support specialist connected to the machine, walked the customer through the medication prescription verify process successfully, and reached the pharmacy, which approved it. The nurse logged out and logged back in, after which the approved request initially disappeared and then reappeared on the cabinet. Tss called customer back to notify, and the item was issued successfully, also noted that the time on both machines was three hours behind and corrected them to the proper time zones. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medflex 1000, approved override item disappeared from patient profile when nurse logged in. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.